Manufacturer narrative:
Immucor technical support assessed the instrument test well image in question using a remote electronic connection method on 23jan2017, and the test well image in question unexpectedly appeared visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.